Event description:
Broken nail, according to the doctor the nail is broken through the collum lag screw hole.

Manufacturer narrative:
Device was lost. If the device or additional information is received it will be reported on a supplemental report.